Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 3-5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported and patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 3-5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient complications were reported and patient condition was stable.